Event description:
Customer reported that a patient sample which is a known a positive has resulted as an o positive on galileo.

Manufacturer narrative:
A service call was performed.the left pipettor was inspected; probe number one was inspected. The lld was cleaned. The pipettor was adjusted; the target points were lowered. A piptest was and the results came out as expected; qc passed. The customer ran fwd_aborh plates; the results came out as expected.